Event description:
The manufacturer received information alleging a ventilator was display a "high oxygen flow" alarm. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, the device failed a step during testing. The device's oxygen blending module board was replaced to address the issue.

Manufacturer narrative:
The manufacturer had previously reported that a device failed a step during testing and the device's oxygen blending module board was replaced to address the issue. The service of the device has not been completed. The device's oxygen blending module board needs to be replaced to address the issue.